Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on their right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.